Event description:
The customer reported to olympus, the ureteroscope was found to have a blurry image during device reprocessing following a therapeutic procedure. Inspection and testing of the returned device found distal tip damage. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of blurry image was confirmed. The device evaluation found damage to the distal tip. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The device was manufactured in august 2008, but the specific date was unknown. It has been over 15 years since the subject device was manufactured. Based on the device inspection findings and the incident information provided , the damage which occurred was most likely due to user mishandling during device reprocessing. The issue is addressed in the device instructions for use: "study this manual and other labeling thoroughly for safe handling and storage. Misuse of instruments can cause injury to the patient and could have an adverse effect on the procedure being performed. Do not drop instruments or allow them to be struck by other objects"; "prior to use, examine each electrode and its insulation for damage; do not use if damaged." Olympus will continue to monitor the field performance of this device.